Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: analysis is not performed because the shell of the device is missing. Pain: unable to observe as it is a medical event not related to the device. Additional observations: observed total missing of the device.

Event description:
Healthcare professional reported right side "pain due to rupture of breast implant". Device was explanted and replaced with non-allergan product.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "pain due to rupture of breast implant". Device was explanted and replaced with non-allergan product.